Manufacturer narrative:
A field service engineer was dispatched on 10/17/2015. The fse reported customer recieved a high result and the fse checked and cleaned the system and also noticed the pre filter was not working correctly due to a blockage and installed one of the customers pre filter. The fse ran a recision 10 times which passed in range and ran controls which passed well in range and no more flag errors where posting. No further action was required by field service. The g8 analyzer is functioning as intended with all issues cleared. The most probable cause of the reported event was a failure of the pre filter element. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 a customer reported a pm due flag (preventative maintenance) and high result with their g8 analyzer. The customer reported discrepant patient results. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in reporting discrepant patient results for hba1c. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.